Event description:
It was reported, that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator, revealed that the device was in backup operation, due a magnetic resonance imaging (MRI) scan. That was performed without appropriate device settings. High voltage therapy was disabled, during backup. The device was successfully reprogrammed. There were no patient consequences.